Event description:
It was reported by the patient that possible "cement leakage" may have occurred "causing pressure on a nerve after a kyphoplasty procedure". Patient reports that the "back pain has been going on for two years" and has had several procedures. No further information could be obtained.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.